Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed and inaccurate fill estimate. Reportedly the pump displayed an inaccurate value of 0 units while it was filled with an unspecified amount of insulin. Subsequently the pump shut off unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on. The customer's blood glucose level was 380mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged reset issue was verified. Additionally the alleged fill estimate issue could not be verified.